Manufacturer narrative:
Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that infusion set tubing was twisted due to which hyperglycemia occurs within one day of use. High blood glucose level was 18 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information was available.